Event description:
It was reported that during the implant procedure the lead was attempted to be repositioned by the physician with several counter clockwise turns, however the lead would not "back out of the tissue" after several attempts. The lead was cut, capped, and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analysis found no anomalies. (B)(4).